Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative reported that the x-ray tube for the imaging system was replaced. The representative then performed calibrations for rad and gain. The backup of data files was also completed. The imaging system then passed the system checkout and was found to be fully functional. The suspect x-ray tube has not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while outside of a procedure, the imaging system was beeping. Restarting the imaging system did not resolve the reported issue. The reported issue was discovered during testing. The representative noted that the imaging system was unable to perform image acquisitions as well. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
The x-ray tube for the imaging system was returned to the manufacturer for evaluation. Testing found that the tube did not generate 2d or 3d x-rays.